Manufacturer narrative:
Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) 454 mg/dl and moderate ketones. Prior to the ER the customer delivered a correction bolus in attempt to resolve the issue. Customer was treated with intravenous fluids of saline and insulin while in the hospital. At the time of the report to tandem technical support the customer had not yet been released from the hospital. Reportedly, the cause for the reported issue was due to the pump shutting down due to the customer not charging the battery. System check with tandem technical support confirmed the pump was functioning as intended.